Manufacturer narrative:
(B)(4). The reported device is not available for evaluation and has been discarded. This event is currently under investigation.

Event description:
It was reported that during an iliac percutaneous transluminal angioplasty (pta) using an advance 35 lp low profile balloon catheter, there were 3 incidents of balloons bursting circumferentially before rated burst pressure (rbp). This medwatch with 1820334-2017-01382 captures the 1st incident. Medwatch with 1820334-2017-01383 captures the 2nd incident and medwatch with 1820334-2017-01384 captures the 3rd incident. The inflation pressure used was nominal pressure. The type of contrast used was iodine content. The mix of contrast to saline was a 50% dilution. The lesion was said to be located at the arteria (a) ileaca communis. There was vessel calcification but not angulation. A section of the device did not remain inside the patient¿s body. Additionally, it was reported that the patient did not experience harm requiring medical intervention due to this occurrence.

Manufacturer narrative:
Corrected information: report source: foreign, health professional, user facility, company representative. Investigation - evaluation: a review of the complaint history, drawings, documentation, instructions for use (IFU), specifications, and image review was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. One cd image was provided for review. Per the imaging review done by the facility, ". The balloons were repeatedly ruptured by a right cia ostial plaque." The lot number of the device is not known; accordingly a review of the device history record could not be conducted; however, there is no evidence to suggest the finished product was not made to specifications. The balloon is 100% inspected and verified prior to release. Per the customer, there was a "lesion located at iliaca communis" and "there was vessel calcification." The IFU states, "the balloon is manufactured from an extra-thinwall, high-strength, minimally-compliant material. Particular care should be taken in handling the balloon to prevent damage." Based upon the information provided, the characteristics displayed and no product returned, the root cause has been determined to be related to human anatomy . Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.